Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The tight target lesion was located in the proximal left circumflex (lcx) artery. The lesion contained an acute angle bend. A 32x3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Predilation was then performed using a 2.0x15mm emerge balloon catheter and the stent delivery system (sds) was attempted to advance again. However, the sds was difficult to pass through the guide catheter. It was then noted that the stent was deformed at the distal end. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the first two proximal rows, the struts were raised and overlapping in a distal direction. The bumper tip of the device showed slight damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The tight target lesion was located in the proximal left circumflex (lcx) artery. The lesion contained an acute angle bend. A 32 x 3.00 promus premier(tm) drug-eluting stent was advanced but failed to cross the lesion. Predilation was then performed using a 2.0 x 15mm emerge balloon catheter and the stent delivery system (sds) was attempted to advance again. However, the sds was difficult to pass through the guide catheter. It was then noted that the stent was deformed at the distal end. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.